Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
It was reported by the physician that he used a 14 fr ipk kit to place a trans jejunal tube in a patient during (B)(6). The physician stated that the patient had irritation at the surgery site several weeks post operative of the initial placement of the mic trans jejunal tube and treatment was provided. Additional information was received on 03-may-2016 indicating that this case involved a direct trans jejunal placement, possibly using the product "off-label." There were several t fasteners that eroded through the bowel and into the abdominal wall causing an abdominal wall abscess. The patient was returned to the operating room for tube removal. The trans jejunal tube was then replaced at a different site and the physician performed a small bowel resection and an abdominal wall debridement. No further information received